Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on 06/17/2011 with the following findings: the up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
A family member reported that up and down arrow buttons are responding poorly to button presses. The family member reported that the keypad was intact but worn. The patient reportedly wore the pump in a case on garments and didn't wash the pump.